Event description:
It was reported that battery on pump did not stay charged as often anymore. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.